Manufacturer narrative:
The device investigation revealed no damage of the implant. The problems of perception as mentioned in the patient report were caused by suboptimal attachment of the fmt with the coupler to the head stapes resulting in insufficient amplification. The patient was re-implanted with a vorp 503 as the user will need to undergo MRI scans future. This is a final report.

Event description:
The explanted device was received at headquarters. There was no device explantation report form or complaint report form provided. The recipient had low benefit with the device. The recipient was re-implanted with a vorp 503 as the user will need to undergo MRI scans.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. There was no device explantation report form or complaint report form provided. According to the additional information received on 11.jun.2018, the user had low benefit and it was found during the revision surgery that neither the coupler nor the floating mass transducer (fmt) was coupled to the head of the stapes. It was decided to change the implant to a vorp 503 as the user will need to undergo MRI scans.